Event description:
The customer reported that the insulin pump had beep anomaly, vibrate anomaly and got unexpected restart alarm. The customer stated that he receives high pitch beep from his insulin pump and notice that the vibrate felt faint. Troubleshooting was done. Customer's blood glucose was 304 mg/dl and customer treated with bolus from the insulin pump. The insulin pump passed the self test. Customer mentioned that he got unexpected restart alarm and stated that alarm occured shortly after inserting a new battery. Advised to monitor and report back if issue persists. Customer reported back and stated same issue and wanted insulin replacement. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.